Event description:
Per the clinic, the patient experienced extrusion of the implant. Repositioning of the implant was considered; however, it was reported that repositioning may result in the external processor being positioned too close to the back of the head. Subsequently, the device was explanted on (b)(6) 2026, and reimplantation is planned but had not taken place at the time of this report.